Event description:
It was reported that the patient received inappropriate atp therapy due to oversensing noise. The noise was reproducible with isometrics. Atp therapy was disabled and the lead was later capped and replaced during device change out for normal eri. Patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.